Event description:
It was reported while using bd microlance¿ 3 needles leakage occurred because of a defective needle. There was no report of patient impact. The following information was provided by the initial reporter: 11/04 update received: description of incident no 1 on (B)(6) 2022, cns on duty was injecting syringe and yellow needle (30g x ½¿ lot 210909 exp2026-08) she found a defect along the needle, an extra hole was found along the shaft of needle towards the base, approximately 3mm from the base. This defect caused a waste of the medication and the patient might not have received the correct dose of medication.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation: a device history record review was completed for provided material number 304000 and lot number 210910. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. In regard to the reported issue of an extra hole found along the needle shaft, twenty retained samples of the same lot number were obtained. The retained samples were assembled with a bd discardit syringe and no signs of leakage or defect could be detected.

Event description:
It was reported while using bd microlance¿ 3 needles leakage occurred because of a defective needle. There was no report of patient impact. The following information was provided by the initial reporter: 11/04 update received: description of incident no 1: on 22/03/22, cns on duty was injecting syringe and yellow needle (30g x ½¿ lot 210909 exp2026-08-please see below photo ) she found a defect along the needle, an extra hole was found along the shaft of needle towards the base, approximately 3mm from the base. This defect caused a waste of the medication and the patient might not have received the correct dose of medication.